Event description:
Coopervision received a patient complaint relating that she was wearing lenses and was recently diagnosed with conjunctivitis, a left eye infection and is currently on antibiotics. The eye care practitioner diagnosed conjunctivitis, gave her drops. The eye care practitioner said she scratched her cornea and not to wear lenses and gave her a patch to wear. The patient was seen in a follow-up visit on (B)(6) 2015 with the eye care practitioner to make sure her eye is ok to wear lenses again. The eye care practitioner states that he fit the patient with biofinity toric lenses about 3 months ago. She came back a week later and said she did not like them. He then fit her in biofinity sphere lenses and but came in on (B)(6) 2015 wearing the original biofinity toric lenses previously worn and complained of a red itchy left eye. This complaint is reported in an abundance of caution on the alleged eye infection.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
This is a supplement report due to additional information received on 06/08/2015. The exam notes relates a (B)(6), female patient who was diagnosed with a corneal abrasion. The patient was instructed to temporarily discontinue contact lens wear, there was no permanent injury and no preclusion to prevent permanent injury. This event does not meet the reporting determination for a serious injury.

Manufacturer narrative:
Lenses were not returned. The complaint is unconfirmed. The association between coopervision lenses and the incident is uncomfirmed.